Event description:
Stent inserted into lcx artery and deployed. Post deployment the balloon failed to fully deflate. After several attempts to deflate, it was necessary to remove the balloon with cath.